Manufacturer narrative:
The pump has not been requested for return to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt has continued to use the pump with no reported subsequent events. No conclusions can be made at this time.

Event description:
Pt reports hospitalization due to dka.